Manufacturer narrative:
This device used for treatment and not diagnosis. Purchased parts were etched in accordance to drawing se_119264 rev. C. On the rev. C drawing was the etched markings #4, #6, and #10, these were falsely defined. This was discovered after first lot production by the developer and dco 012499 was implemented on 11/14/2006 to change the faulty markings on the drawing. Revision d was released with correct markings. Delivery stop ds2006024 was initiated to get the miss-etched parts back to rework. Not all parts have been shipped back at this time. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Event description:
Synthes (B)(6) reported upon check in and inspection of two 90 degree screwdriver loaner sets, it was noted that the 1.8mm drill bits in the 2.4mm module had incorrect stop markings etched on them. Reportedly the 6mm stop drill bit (03.505.051) have the #4 etched on them, the 8mm stop drill bit stops (03.505.54) have the #6 on them and the 12mm drill bits (03.505.057) have the #10 etched on them. The loaner manager checked the other set on the shelf for comparison and those etchings were correct on these bit having the same part numbers. This report is for four (4) 1.8mm dia drill bit. This is 2 of 3 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents of lot sx492294 were reviewed and it was found that back then, a rework was made at this lot because of an incorrect etching of the length. Without the part it can not be defined if this one was reworked or not.